Manufacturer narrative:
The device has been received and the eval is pending. A supplemental report will be submitted when the eval is complete. The sterilization and lot history records were reviewed and found to be acceptable. The cutter assembly, contained within the stellaris 23 gauge posterior vitrectomy pack is manufactured by midlabs. The MFR has been contacted. Investigation is ongoing.

Event description:
A report was received from a user facility in the (B)(6) stating: "the vitrectomy cutter stopped working in the middle of the case. The port was open and the cutter was aspirating and had power, but it stopped cutting. Another cutter was used to complete the procedure. There was no serious injury or report of permanent impairment reported related to the event.